Event description:
Device 1 of 5. Reference MFR report #1627487-2013-12713. Reference MFR report #1627487-2013-12714. Reference MFR report #1627487-2013-12715. Reference MFR report #1627487-2013-12716. It was reported the pt's scs system was explanted on (B)(6) 2011, due to infection. The pt was given IV antibiotics. The infection has cleared. Explanted product was not returned to sjm. Note: the pt received two leads from the same lot number.

Manufacturer narrative:
This ipg serial number was included in field advisories. Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.